Event description:
It was reported that there was poor urine flow over. The tip of the catheter was blocked with a foreign material and the inlet tube was blocked with the urine floating substance. Per additional information from the ibc via email 01apr2020, it was unknown if the foreign material was already in the catheter before placement or if the material was some how biological and came from the patient's body. The material was found inside the tip of the catheter once it was removed and floating inside the inlet tube with the urine. It was also unknown if the foreign material was the reason for the restricted flow rate, or if that was a totally separate event.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be due to user related (handling issue, salt accumulation)/ design issue (in appropriate material choice). The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) using 3way catheter, capped adapter attached to irrigation lumen is designed to connect catheter with bladder irrigation line or tube. While in use, open the cap and attach irrigation line or tube to it using aseptic technique. After use, cleanse the opening of the lumen and close the cap. (10) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] (11) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was poor urine flow over. The tip of the catheter was blocked with a foreign material and the inlet tube was blocked with the urine floating substance. Per additional information from the ibc via email 01-apr-2020, it was unknown if the foreign material was already in the catheter before placement or if the material was some how biological and came from the patient's body. The material was found inside the tip of the catheter once it was removed and floating inside the inlet tube with the urine. It was also unknown if the foreign material was the reason for the restricted flow rate, or if that was a totally separate event.